Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the monitor was unable to activate due to a non-functional rear response button. The cause for the failure was isolated to a crack in the rear response button flex circuit. The root cause for the cracked flex circuit could not be positively identified. No adverse event resulted from the defective response button. The pt rec'd a replacement monitor.

Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's monitor response buttons weren't working. The pt was issued a replacement monitor.